Event description:
An external analysis of the explanted devices performed by the physician indicated that there were no antibiotic-resistant staphylococcus epidermidis bacteria detected. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient underwent lead and generator explant surgery due to an infection at both the electrode and generator sites that appeared approximately two months after implant surgery. The device history records for the lead and generator were both reviewed and revealed that both the lead and generator met all specifications for sterility prior to release for distribution. No additional relevant information has been received to date.